Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("protracted/irregular bleeding") and menometrorrhagia ("irregular menstrual cycles"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and menometrorrhagia outcome was unknown. The reporter considered genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("protracted/irregular bleeding") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and menstruation irregular outcome was unknown. The reporter considered genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of product technical complaint. Event menometrorrhagia updated to menstruation irregular. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.